Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at the emergency room, far-field r-wave over-sensing was observed. It was also noted that the pacing rate decreased and there was an alert for atrial noise reversion. Programming changes were made and the patient was stable before and after the changes.